Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The patient exam used by the user was not to navigation protocol. The software functioned as designed. The instructions for use (IFU) which accompanies the device contains guidance and instructions regarding proper imaging protocols for cranial, dbs, spine, and ent applications.

Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative was able to successfully register a model and instructed the site regarding proper exam protocol. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon could not successfully register the patient using tracer registration. It was reported that the t1 magnetic resonance imaging (MRI) was not to protocol and the top of the patient's head was cut-off in the image. In trouble-shooting, a medtronic representative walked the site through thresholding the model to improve quality, however, the issue was not resolved. The surgeon opted continue and to complete the procedure without the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.